Manufacturer narrative:
This event was reported by the distributor. The reported healthcare facility is: shakaihoken kuribayashi hospital 3-5-9 ritsurincho, takamatsu city, kagawa prefecture 7600073 (B)(6). (B)(4). A rotatable small oval med stiff snare was received for analysis. Visual inspection of the returned device found no device problems. The device had residues of the procedure inside the working length and loop. Functional inspection was performed and device contracted and extended well. Electrical test was performed and the device passed, indicating a proper connection. No other problems were noted. The reported complaint of device delivers energy intermittently was not confirmed since the device passed electrical testing upon return. Additionally, the device could extend and retract well. The loop and the working length had some residues of procedure, however this was just a result of the normal use of the device. Device analysis found no problems with the device during visual, electrical, and functional testing. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during polypectomy procedure performed on (B)(6) 2022. During the procedure, the device was used in a patient with several polyps. After removal, it was reported that ablation with the snare was weak. There were no problems with the cautery pin and snare was securely attached with the active cord. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.